Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no vibratory function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the pump had no vibratory function on start up. When the pump was opened for investigation, the vibration motor was found to be misaligned. Unrelated to the vibration issue, the display screen was dim and discolored.